Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the device was unsuccessfully flushed with saline prior to use; however, it was still attempted for use in the procedure. It should be noted that the perclose proglide instructions for use (IFU), states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide device if the marker lumen is not patent. It is unknown if the reported violation of the IFU contributed to the reported difficulties. N the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage and malposition of device could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
H6: medical device problem code 2017 clarifier - use after damage. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na.

Event description:
It was reported that a vessel closure of an unspecified access site was attempted using a proglide device related to a peripheral interventional procedure. Reportedly, no flow was reported at the marker lumen and the suture came out of the patient anatomy with the knot. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. The reported malposition of the suture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, the device was being deployed even after blood marking was not successful. The perclose proglide instructions for use, states: verify marker lumen patency by flushing the marker lumen with saline until saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. In this case, the returned device condition suggests deployment of the device never occurred. . The investigation determined the reported difficulties and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.d9: device available for evaluation updated from ¿no¿ to ¿yes¿ h3: device returned to mfg? Updated from ¿no¿ to ¿yes¿ h6: type of investigation code 4114 removed h6: investigation findings code 3221 removed h6: investigation conclusions code 4315 removed h10 - additional mfg narrative: updated.